Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr sent the subject device without any repair to a third party laboratory for a microbiological testing. The test result cleared the french guideline. Ofr inspected the subject device and found as follows; the adhesive at the distal end unit was worn out, the bending section rubber was worn, the scope label was missing , the terminals of the scope connector were corroded, the switch 1 was malfunctioned. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the ofr investigation, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result cleared the french guideline.

Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococcus (5 cfu/endoscope). The testing result applied to the alert level of the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Channel: aeroable microorganisms at 2 hours (7 cfu), aeroable microorganisms at 3 hours (7 cfu) as a result of the analysis, staphylococcus aureus was detected. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg lde wd440, using peracetic acid. There was no report of infection associated with this report.